Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise was observed on the atrial lead. No patient symptoms were reported. The lead was explanted and replaced during a system upgrade procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.7cm to 10.0cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.